Event description:
I watch what I eat and my intake amount and my stomach still looks as if I'm about 4 months pregnant. I have sharp pains in my abdomen area, I get like a morning sickness, and my boobs have been hurting as if they need to be pumped. I have been having stiff knees and bad headaches. None have this has started till the adverse date.